Manufacturer narrative:
Radiographic image review result- 3d CT reconstruction of tl fusion provided. Long segment construct with domino additions to connect fractured rod segments with new construct. By report rods broke at t5. The quality of provided image does not show this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID 1474000500 and 510k # k091974 was marketed in the united states. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via field representative regarding a patient who undergone spinal therapy with unknown indication. It was reported that revision surgery performed for replacement due to rod breakage and screw looseness at right and left t5. There was no screw breakage. The upper part of the broken rod was removed. Rod was replaced and domino was used to reinforce. No fragment of the device remaining in the patient. Initial surgery was performed on (B)(6) 2018. Levels implanted t5/l3. No patient symptoms or complications as a result of this event. There was no delay in overall procedure time. Patient did not achieve solid fusion. No health damage in the patient was reported. Product used correctly according to the directions given in the IFU/labeling. No further complications were reported.